Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod coil in the target vessel using the lantern without issue. While attempting to advance a penumbra coil 400 (pc400) through the lantern, the physician experienced resistance after advancing the pc400 approximately 40 centimeters into the lantern; therefore, the lantern and pc400 were removed. The physician then placed a new lantern in the patient¿s body and successfully implanted the pc400 that was previously removed with the first lantern. The procedure was completed using the second lantern, an additional pc400 and another coil. There was no report of an adverse effect to the patient.